Manufacturer narrative:
Additional suspect medical device components involved in the event: model number/catalog number: sc-2317-70, serial number: (B)(6), batch/lot number: 7072454, model/catalog description: infinion cx lead kit, 70cm, unique identifier (UDI) #: (B)(4). The device was not returned for analysis; therefore, a technical analysis could not be performed. It was confirmed these devices met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported that the patients lead had high impedance. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted lead was discarded by the medical facility.

Event description:
It was reported that the patients lead had high impedance. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted lead was discarded by the medical facility.

Manufacturer narrative:
D2b pro code (product code): qrb.